Event description:
The reporter stated that the device took a graft from the pt that was too thin and had holes in it; the malfunction of the dermatome resulted in a partial graft failure. The pt had a partial thickness skin graft taken from his upper thigh, it was used to cover a defect from cancer surgery on the dorsum of right hand. Staples were left in the grafted site for an extra week in order to "nurse the graft along."

Manufacturer narrative:
To date, the device involved in the reported incident has not been received for eval. An investigation has been initiated based upon the reported info.